Manufacturer narrative:
On (B)(6) 2020, abaxis received a call from a customer lab reporting display problem with secondary problem of fan issue on their piccolo xpress analyzer serial number (B)(4). While troubleshooting, the lab also reported a burning smell. No fire or injury was reported. Abaxis technical support let customer know that instrument needs service and will need to return analyzer back to abaxis. Investigation pending - awaiting return of the defective analyzer.

Event description:
Display problem. Secondary problem: fan issue/burning smell.

Manufacturer narrative:
This call was closed after third failed attempt to contact customer regarding coordinating the return of the analyzer back to abaxis for further investigation. No response has been received from customer to-date (last request to customer by abaxis technical support: 07/27/20).